Event description:
User facility reported the device was in use with a pt; after the pt was rotated (reason not provided), the pt was unable to breathe. User facility observed the ventilator dropping to 0. The pt was rotated back to the original position and still could not breathe. User facility attempted to deflate the cuff and suction the tracheostomy tube, but an obstruction at the end of the tube preventing suctioning. The pt was ventilated by hand, but oxygen saturation levels remained low. The pt was immediately orally intubated while the tracheostomy tube was replaced. Following the event, the ent doctor visualized the pt's trachea via bronchoscopy and found damage to the pt's tracheal mucosa due to contact with the tube. No permanent adverse effects to pt were reported.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation. (B)(4).